Event description:
Nurse cut her lower thumb area on fiberglass cover of phototherapy light while moving it over infant's bed. To prevent future injuries the nurse wrote "manufacturer should cover edges of fiberglass so sharp edges are not exposed".